Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed lesion in the moderately tortuous left anterior descending (lad) coronary artery. A 2.75x12mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without issue. The bdc was inflated 1 time to 14 atmospheres (atm) and held pressure for 10 seconds without issue but ruptured upon the 2nd inflation at 14 atm for 15 seconds. The device was simply removed, and another same size balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.